Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.